Event description:
During a follow up call the customer stated that they were having trouble with the sensors. There were discrepancies between the sensor glucose values and the blood glucose values. The sensor glucose was 70 mg/dl and dropping while the blood glucose was 510 mg/dl. The customer stated that the high blood glucose was caused by eating and not correcting for the food correctly. The customer stated that at the time, they treated the high blood glucose with the insulin pump. The customer declined troubleshooting. They stated that the sensor was inserted in the abdomen and they were not laying on it, the site appeared secure, and no damage was noted when it was removed from the customer's body. The customer stated that they used hipafix tape because they had reaction to the enlite over-tape. The customer was advised about the off label use. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.